Event description:
A home patient contacted baxter's technical service center regarding a check supply line message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient changed their final bag from one supply line to another. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.